Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was an infection. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) years post procedure the patient was admitted to the hospital with an infection. The patient was experiencing a fever and imaging showed that there was vegetation found on leads as well as the watchman closure device. At this time patient was administered IV antibiotics and will have device leads removed.

Event description:
It was reported that there was an infection. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) years post procedure the patient was admitted to the hospital with an infection. The patient was experiencing a fever and imaging showed that there was vegetation found on leads as well as the watchman closure device. At this time patient was administered IV antibiotics and will have device leads removed. It was further reported that two years post procedure the patient had an elective l3 vertebroplasty which the physician believes may be the source of infection, but it was not confirmed. One month later the patient had a transesophageal echocardiogram (tee) procedure which showed vegetation on the mitral valve or mitraclip, as well as on the right atrium lead. The patient was admitted with bacteremia and the blood cultures were positive for staphylococcus epidermidis. They were treated with IV antibiotics. The patient was discharged home with plans for outpatient follow-up and then was readmitted to outlying hospital one month later for recurrent bacteremia, vt storm with multiple ICD shocks, and gi bleeding. The patient is currently hospitalized and will need to have their pacemaker explanted and possibly the mitraclip.

Manufacturer narrative:
B5 describe event or problem corrected - the event took place two years post implant procedure. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.